Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Access was obtained via radial. The de novo lesion was located in the severely tortuous left anterior descending (lad). The physician implanted a stent delivery system in the left anterior descending artery. Then the physician advanced a 8mmx3.0mm quantum maverick balloon to postdilate the lesion. The quantum maverick balloon was nominally inflated and it ruptured on the second inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).